Manufacturer narrative:
The tube set was not returned and therefore a physical evaluation cannot be performed. The issue reported has been attributed to the associated fms pump. Associated med watch # is 1221934-2014-00416. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the fill chamber filled up from the saline bag to the top of the bottle during a knee arthroscopy, inflating the patient's knee. The case was stopped to allow the fluid to be evacuated from the knee. The surgeon did manual compressions of the area to force out the excessive fluid. The sales rep is not sure what other methods were utilized to reduce the patient's swelling as he left the room at this point. The procedure was not completed and the sales rep had no information regarding the rescheduling of the case. One fms duo+ unit will be returned for analysis by the customer. The sales rep reported that the patient's status was fine.